Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the caps of an unspecified number of tubes are popping off and there is occasional breakage during centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs for investigation. The device history records and retained samples could not be reviewed as the lot number is unknown. This complaint is unable to be confirmed for the indicated failure modes damaged tube and stopper pop off in centrifuge. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the caps of an unspecified number of tubes are popping off and there is occasional breakage during centrifugation. No adverse impact was reported regarding the patient or user.